Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the zip lock bag was stuck under the cubie lid. A field service engineer (fse) recovered the cubie pocket along with the customer, removed the zip lock bag which was stuck under the cubie lid to resolve the issue. Fse recovered the drawer and inventoried the medication successfully. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed, could not be recovered, and the pocket could not be opened to access the medication. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.